Event description:
The affiliate reported the customer unpacked an esky received with reagent order and found the synchron urea reagent box soaked and ripped and both cartridges damaged and leaking. The customer reported no apparent damage to the esky. Other reagents in the same esky were undamaged. Customer was wearing lab coat, gloves and safety glasses at time of event. No report of death or serious injury was received in connection with event.

Manufacturer narrative:
There is no indication the device was returned for evaluation. (B)(4).